Event description:
The customer alleged that the tip of the scissor broke off during a procedure and feel into the incision site. The surgery was slightly delayed to remove the piece. There was no further harm to the patient.

Manufacturer narrative:
The device was returned and confirmed to be lot number 25ae that were purchased in may 2023. Upon review of the device, it was confirmed that the fine tips of the scissors were broken off. The broken tips were not returned with the scissor. The material of the device in question was found to be within conformance per the product specifications. The type of damage noted is consistent with use not intended for the device. The tips of the scissors are delicate and can break if hit against something or dropped. There has been a total of 817 sold of all lots with two additional complaints recorded in 2018. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional informaiton pertinent to the investigation, a subsequent follow up report will be submitted.